Event description:
High threshold pt in for scheduled device check. During device testing, noted pt's lv lead not capturing in pt in for scheduled device check. During device testing, noted pt's lv lead not capturing in programmed configuration lv2-rvcoil 3.5v@0.8ms. This cs tested all lv configurations at 8v and there was no capture in all possible lv configurations at 6v@0.8ms. Dr landers made aware of no lv capture and pt to be set up for lv lead repositioning at a future date. It was noted in lv lead threshold trends an increasing lv threshold since (B)(6) 2020 reprogrammed to a configuration and output where capture was seen at 8v . Pt will be coming in to clinic to be set up for lv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).